Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, h2, h6 (type of investigation), h10, h11 corrected fields: d4 (version or model #), h4, h6 (medical device ¿ problem code, component codes) historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (mar 2019 through feb 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit, but was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) would fill the balloon up. It was further reported that the end user switched to another maquet iabp unit to continue therapy. No patient harm, serious injury or adverse event was reported.